Event description:
After wearing my avaria aquaform contact lenses last evening, I removed them and now my left eye is blurry. It feels as if there is a film over my eyeball and I need to continue to re-adjust by blinking constantly. I know something is not right because my left eye has a weaker prescription than my right eye and now with the contacts out, I can see "better" with my right. I also notice little bursts of light in both eyes when I'm wearing both contacts and I blink. Very concerned. Dates of use: (B)(6) 2012.